Event description:
Information was received indicating that a smiths medical cadd-solis ambulatory infusion pump did not deliver medication. It was reported that the patient was in a motor vehicle accident and after "multiple procedures," the patient was started on an epidural pump for pain management. It was reported that the patient "continued to describe significant pain and became progressively hypoxic requiring transfer back to intensive care unit and intubation and bronchoscopy." Per reporter, the following day, when the epidural was being changed, it was noted that the bag contained the full 250ml of hydromorphone bupivacaine. The reported administration was 6ml/hr, bolus of 4ml, and lock out of 14 minutes. It was reported that on review of the pump audit report, the pump indicated that it was infusing appropriately, 1.5ml every fifteen minutes, and a high number of attempted patient controlled analgesia doses, "as high as six to nine attempts at a time" were noted. Per reporter, the epidural was inspected by anesthesiologist and the catheter was intact. No additional adverse patient effects were reported.

Manufacturer narrative:
Evaluation results: one cadd solis hpca pump (2110) was returned for investigation. The pump was noted to have a damaged lens. The reported accuracy problem (under delivery) could not be duplicated.